Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow up report will be submitted when the final evaluation is completed.

Event description:
Olympus medical systems corp. (Omsc) was received jddw (japan digestive disease week) literature abstract that stated the result of the endoscopic treatment for bile duct stones using with sbe-ercp (endoscopic retrograde cholangiopancreatography using with single balloon endoscope) and ultrasound endoscope to the patients whom had experienced intestinal reconstructive surgery. The literature abstract reported the result of the ercp procedures for bile duct stones in 117 cases from april 2011 to march 2019. As accidental symptoms, the pancreatitis occurred in 5 cases after the ercp procedures, the small perforation occurred in 1 case during the pre-cut. The each patients were treated conservatively. The intestinal perforation occurred in 2 cases and it required the open abdominal surgery. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Omsc is submitting MDR according to the number of types of the accidental symptom. This is 7 of 8 reports. (1 of 2 intestinal perforation cases).